Event description:
It was reported that the patient presented for an office visit in oct, and there was noise on the right ventricular lead and sensing difficulty. When checked with the analyzer, the noise could not be reproduced, and it could not be reproduced after the device was reconnected so the patient was sent home. One month later, the patient came back again with noise on the lead and a lead fracture was suspected. Because it could not be determined if there was a lead fracture or a performance issue with the device, both were explanted. During the explant, the stylet advanced only a third of the way into the lead, and the helix would not retract. No patient complications have been reported as a result of this event.